Manufacturer narrative:
09/14/2017 02:27 pm (gmt-4:00) added by (B)(6): the product was returned with the membrane completely unfolded and blood on the exterior of the catheter. The extender tubing was also returned. Three kinks were found on the catheter tubing approximately 56.9cm, 61.2cm and 75.9cm from the iab tip. The inner lumen was found to be occluded with dried blood. The occlusion was unable to be cleared. A sensor output test was performed and a pressure reading could not be obtained. The technician then used an optical light to see if there were any breaks in the sensor's optical fiber and a break was observed within the y-fitting. The optical fiber was found to be broken, confirming the reported problems. It is difficult to determine when or how a break in the fiber optic occurs. However, a kink in the catheter can cause the fiber optic to break resulting in no signal or the inability to calibrate it. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during intra-aortic balloon (iab) therapy on an ami patient, iab sensor pressure could not be monitored and the waveform was being flat on the monitor. The iab was replaced to continue therapy. There was no injury or harm to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that on (B)(6) 2017 during intra-aortic balloon (iab) therapy on an ami patient, iab sensor pressure could not be monitored and the waveform was being flat on the monitor. The iab was replaced to continue therapy. There was no injury or harm to the patient.